Event description:
It was reported the device "pushed out" of the patient's body.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2009 (B)(6), product type extension; product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3487a-33, lot# j0519320v, implanted: 2005 (B)(6), explanted: 2009 (B)(6), product type lead. (B)(4).